Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital, they took him off the insulin pump and he developed high blood glucose. Caller stated that the high blood glucose was treated in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.